Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "autofill failure 57" alarm preceded by 4 (the failure was caused by a leak in the iab or autofill system) and 9 (the failure was the result of blood detected optically). No patient injury was reported.

Manufacturer narrative:
The company rep observed the "autofill failure" alarm in the failure log but he was unable to duplicate the reported problem. Verified transducer calibration and solenoid driver voltages. The iabp was calibrated and performance tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).